Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after firing the device on the cystic duct the jaws stayed closed. They had to pull the device from the tissue. A new device was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.